Event description:
Boston scientific received information that this right atrial (ra) lead dislodged during a lead revision procedure for the right ventricular defibrillation lead. The ra lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Approximately one year later this lead was explanted due to a patient infection and returned for analysis testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.